Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), product type: catheter . Product ID: 8596sc, serial# (B)(4), product type: catheter. (B)(4). Analysis of the pump found motor gear train anomaly, corrosion, wear and lubrication. Analysis of the pump also found motor gear train anomaly stall due to shaft-bearing.

Event description:
Product returned with no information. Indication for use was noted as non-malignant pain. The pump therapy was delivering bupivacaine (10mg/ml at 2.498 mg/day), fentanyl (840mcg/ml at 209.83mcg/day) and dilaudid (10mg/ml at 2.498mg/day).